Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported deflation. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed one opening crack in the diaphragm valve side assessed as cracked valve seat diaphragm valve. Additional observations: ¿ crease fold observed on the device. ¿ wear abrasion observed on the device.

Event description:
Health professional reported deflation. Device has been explanted and replaced. This relates to the right side.